Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days after a completed pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) procedure, the patient experienced decompensated heart failure as well as infection-associated decompensated heart failure. The patient also had persistent thoracic pain and increasing shortness of breath, leading to a new hospitalization. The patient was treated with 600 mg of nonsteroidal anti-inflammatory drugs (nsaids) and hospitalized for one day. It was further reported that the adverse event was resolved the following day. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that the patient was admitted with a possible urinary tract infection and was treated with diuretic medication, as well as a bronchodilator medications.